Event description:
It was reported that, "dr called to inform me that during the case and he has noticed this on other cases as well, the locking bar deformed during surgical implant of the screw. "

Manufacturer narrative:
Method: manufacturing record review, labelling review, complaint history analysis and risk assessment. Results: a thorough investigation could not be performed due to the unavailability of the implicated device. The manufacturing record could not be reviewed because the batch number of the implicated device was unknown. It was reported that the surgeon did not use the appropriate guidance instrumentation during the preparation of the screw holes. Labelling review: the aviator surgical technique clearly details the guidance instruments that are to be used and the steps that are to be followed when preparing the screw holes in order to achieve optimum screw trajectory. Spring-bar deformation can occur if the screw is over/under angulated during insertion. Complaint review: 15 complaints have been received relating to the deformation of the spring bar during screw insertion. No manufacturing discrepancies or design issues were identified in the investigations into past complaints. Risk assessment: no report of adverse consequences have been made. The surgery was completed successfully. Conclusion: the failure is believed to be the result of user error. Device not available for investigation as it was implanted.